Event description:
It was reported that during a laparoscopic hysterectomy procedure, the blade tip broke off. It was located outside the pt. A new device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Date sent: 05/08/2009. Info anticipated, but unavailable at this time.